Event description:
Device analysis provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications.

Manufacturer narrative:
Is frequency of occurrence of this event addressed in the device labeling? N. If no, then is frequency greater for this event than is usual? Y. Is severity of occurrence of this event addressed in the device labeling? N. If no, then is severity greater for this event thatn is usual? U. Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 11mm, approx. 31mm proximal of the weld site. The proximal sectiion of j stiffener wire measures approx. 52mm and has migrated down lead body approx. 72mm proximal of weld site. Approx. 3mm of the proximal end of the j stiffener wire which fractured approx. 11m proximal of weld site remains attached at weld site was received protruding out of the outer polyurethane insulation approx. 8mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.